Event description:
Revision surgery - the representative stated that the revision was done due to instability. He confirmed with the hospital the original surgery date was (B)(6) 2014, but the hospital said they do not have the original surgery information because they switched systems. The previous surgery information could not be located.

Manufacturer narrative:
The reason for this revision surgery was to rectify patient joint instability. The length of time the implant was in-vivo is unconfirmed as the original surgery date was not provided or determined. The implanted date of (B)(6) 2014 that was entered in the initial medical device report could not be confirmed or verified by the hospital since the hospital has switched systems. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part or lot numbers or any information identifying the date of this original surgery. The root cause for the joint instability was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.